Event description:
It was reported in a journal article abstract that 105 patients underwent kyphoplasty via a unilateral transpedicular approach to treat 132 vertebral compression fractures between t8 and l5 between january 2004 and december 2006. The mean length of follow-up was 15.3 months (range 3-36 months). It was reported in the abstract that there was a 6.8% (9/132) cement leakage rate for the treated levels. The type of cement used for these patients was not specified in the abstract.

Manufacturer narrative:
Literature citation: sb lee, ks cho, pw huh, ds yoo, sg kang, ds kim, ck park. "Clinical and radiographic results of unilateral transpedicular balloon kyphoplasty for the treatment of osteoporotic vertebral compression fractures." Acta neurochir suppl. 2008; vol. 101 : pp 157-60. (B)(4).